Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an insulin flow blocked alarm during basal/bolus/fill cannula. Troubleshooting was performed but inconclusive, as customer did not want to change the entire infusion set. The event happened on (B)(6) 2018 at 7.28 pm. The device will not return for analysis.